Manufacturer narrative:
(B)(4). Batch # m54k16. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b partially fired 1/16 cartridge reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No malformed staples or short cut absent cut were noted during functional testing. The reverse button force worked as intended.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The knife was fired 1cm, then it was stuck there. Only the several proximal staples were deployed but they were malformed with irregular shape. The staple line stopped where the knife stopped. The knife switch reverse slide down was tried. But the knife was still stuck there. It was reported that there was no clip or staples there prior to the anastomosis.

Event description:
It was reported that during a video-assisted thoracoscopic surgery procedure, the knife of the device could not move any further after forwarded 1cm. The knife could not be returned either. So the surgeon pulled the manual lever and removed the device. Hand sewing and another like device was used to complete the procedure. There were no adverse consequences for the patient reported.